Event description:
The patient is a pediatric male with a past medical history of goldenhar syndrome who has chronically been trached secondary to oropharyngeal issues. Patient was present this morning after mother noticed that his trach piece had broken off. She states that last night she examined his trach and it did seem to be intact; however, this morning when she went to look at it, it appeared that the cannula had broken off from the stem and she was concerned that it was in his airway. It was not visible in the site of the stoma and the patient seemed to be breathing okay, but recently he has been sick with some congestion as such, she is not certain as to whether or not this increased work of breathing was secondary to his cough or congestion or it is secondary to the concerns for this trach breaking off. In addition, he was clutching his chest and seemed to be having some pain and discomfort and she thought that this was likely secondary to this being lodged in his airway. He has had no fevers. Mother states that the last trach change was last month and that this is a new trach. She does not reuse them and she changes them monthly.patient uses "trach nose" on room air.upon presenting here to the emergency department, we did obtain plain films here, a foreign body search in the room secondary to concern that his airway could have had a foreign body in it. This did show broken stem of tracheostomy tube residing in the position of lower cervical trachea. After receiving these films, we did contact ent ear, nose & throat physician that did come and evaluate the patient here in the emergency department and they did feel that this patient should be taken to the operating room for removal of this foreign body.a 3.0 rigid bronchoscope with a telescope in place was then passed via the tracheostomy site into the proximal trachea with immediate visualization of the detached portion of the tracheostomy tube present within the lumen of the trachea. An optical forceps was then utilized in order to remove this foreign body without incident. The bronchoscope was then removed, and a new 4.0 neo shiley tracheostomy tube was placed within the stoma and secured with a trach collar. The patient was then turned over to anesthesia to be awakened in the operating room. The patient tolerated the procedure well.======================health professional's impression======================the trach should not have become detatched from the collar.======================manufacturer response for tracheostomy tube, shiley======================the manufacturer was very interested to investigate the event. They arrange to have the device shipped back to them for review, and they will follow up with their findings.